Event description:
Information was received indicating a smiths medical, cadd medication cassette was leaking medication from the inner bladder into the hard cassette. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).